Event description:
As the flexible scope was placed over the glidewire to identify the stone within the renal pelvis, visibility was hampered due to several black dots on the screen, reportedly the ureteroscope had multiple broken fibers. The stone was able to be fragmented into 3 or 4 pieces, however, complete dusting of the stone was impossible due to stone locations. The procedure was completed without injury to the patient.